Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior. The transmitter is able to connect to network normally. Review of the event log shows that the device was turned off since 3-avril-2025, therefore, the reported event is normal behavior. A transmitter disconnects from the network automatically after being turned off for too long. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 20-june-2025, the transmitter constantly displays no network.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment. Next report will provide results of this investigation.

Event description:
Reportedly, on (B)(6) 2025, the transmitter constantly displays no network.